Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because the device was disposed of and no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Since the lot number is unknown, the full UDI number cannot be provided. (B)(4).

Event description:
It was reported that a patient underwent a right ventricular outflow tract procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade. The patient¿s medical history is unknown. During procedure, the patient¿s blood pressure dropped and pericardial effusion was confirmed. After an ultrasound, pericardiocentesis was performed. The event occurred during ablation phase. The patient was stabilized and sent to the recovery room. The patient required hospitalization. The patient was reported to be in stable condition at the time bwi followed-up with the physician. Settings during the event include: operated under temperature control mode with default cut-off's, power at 30 - 40 watts, flow setting at 30 ml/min.